Manufacturer narrative:
Date of event: during summer, but used the first date of the month of the aware date as no specific date was provided.

Event description:
It was reported that shaft rupture and vessel perforation occurred. The target lesion was located in the right coronary artery. An nc emerge balloon catheter was advanced for dilatation. However, the shaft of the device ruptured causing vessel perforation. No further patient complications were reported.